Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient presented to the clinic feeling lightheaded and dizzy. The pacemaker interrogation noted that the patient was in an atrial tachycardia rhythm 100 percent of the time. The sensitivity was reprogrammed and the patient was sent home. The patient was later prescribed a holter monitor by the physician. The results showed a 7.4 second pause in ventricular pacing, thus the patient was brought back to the clinic for a follow-up pacemaker check. The device interrogation noted that the autocapture feature presented with an output of 5.0 volts and low r-wave amplitude. Boston scientific technical services (ts) and the sales representative performed several troubleshooting steps and believe that the right ventricular (rv) lead was likely oversensing due to variable r-waves. Ts suggested to reprogram the sensitivity in order to mitigate the pacing inhibition. The patient was noted to have an underlying rhythm of atrial fibrillation and atrial flutter. No additional information is available and the investigation is complete.